Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and attributed to a faulty mode relay on the hv module. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a pt the device was unable to discharge. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.